Event description:
Shuts down during interrogation were reported. Investigations are required.

Event description:
Shuts down during interrogation were reported. Investigations are required.

Manufacturer narrative:
Preliminary analysis revealed that the reported behaviour most probably resulted from an issue linked to either insufficient quality of contact between the plug of the central process unit (cpu) board and the one of the power supply and/or instability on the pre-power supply board.

Event description:
Shuts down during interrogation were reported. Investigations are required.